Event description:
It was reported during the patient's implant procedure, the physician experienced difficulty while attempting to implant the pa sensor using jugular access (not within labeling) rather than femoral access. It was also reported the patient began experiencing chest pain as the swan catheter was maneuvered. As a result, the procedure was abandoned and the patient was admitted to the hospital for overnight observation (cardiac diagnostics revealed no anomalies). The patient was discharged with no issues present.